Event description:
Patient was revised. Reason for revision is unknown.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision is unknown. Update medical records were received. The revision operative report indicated that the patient was revised to address persistent pain. It was noted that debris was cleared from the acetabulum. Update litigation alleged the asr hip was explanted due to pain, discomfort, soreness, malaise, swelling, loss of energy, loss of mobility, acute localized damage to surrounding tissue and/or bone and excessive blood levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.